Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be calibrated. The programmer was rebooted, but the issue was not resolved. It was recommended that the programmer be returned for service, but its current status is unknown. There was no patient involvement.